Event description:
Customer reported the system will not boot or power up. No pt injury was reported.

Manufacturer narrative:
A ge rep contacted the customer on the phone and the customer reset the fast stop switch. System operates as intended.